Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device in the right and left cornual regions") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 9 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal/heavy menstrual bleeding"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), fatigue ("fatigue"), migraine ("migraines"), alopecia ("hair loss"), depression ("depression"), anxiety ("anxiety") and vaginal infection ("irregular vaginal infection") with vaginal discharge. The patient was treated with surgery (hysterectomy and bilateral salpingectomy to remove her essure). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, dyspareunia, fatigue, migraine, alopecia, depression, anxiety and vaginal infection outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2012: essure device in the right and left cornual region quality-safety evaluation of ptc: unconfirmed quality defect since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be conducted by the quality unit as a batch number or sample was not provided. A quality defect could not be confirmed. Most recent follow-up information incorporated above includes: on 24-jan-2018: quality-safety evaluation of product technical complaint. Entry of FDA codes, addition of ptc global number reference. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device in the right and left cornual regions") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 9 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced dysmenorrhoea ("severe menstrual pain"), menorrhagia ("abnormal/heavy menstrual bleeding"), abdominal pain lower ("severe lower abdominal pain"), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), fatigue ("fatigue"), migraine ("migraines"), alopecia ("hair loss"), depression ("depression"), anxiety ("anxiety") and vaginal infection ("irregular vaginal infection") with vaginal discharge. The patient was treated with surgery (hysterectomy and bilateral salpingectomy to remove her essure). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, dyspareunia, fatigue, migraine, alopecia, depression, anxiety and vaginal infection outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2012: essure device in the right and left cornual region. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.